Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73d1900095 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one or some clips got broken at loading. Therefore, a new unit was used but the same issue occurred again. The same issue occurred on 2 cartridges that have the same lot number.